Event description:
It was reported that there was low r waves or diminished sensing in the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7232cx implantable cardioverter defibrillator (ICD) (B)(6) 2005. (B)(4).